Event description:
Same case as MDR ID # 2134265-2013-06750 and 2134265-2013-06745. It was reported that during percutaneous coronary intervention (pci) procedure, ilab motor drive unit (mdu) automatic pullback failure occurred. The 99% stenosed lesion was located at the middle left anterior descending artery. Mdu automatic pullback failed while resistance was encountered during pullback the procedure was completed with another of the same device. No patient complications were reported and patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).